Event description:
A surgeon reported that a patient is experiencing visual disturbances following intraocular lens (iol) implant surgery. The patient cannot drive at night due to a visual effect pt describes as "ghosting". Pt also has difficulty when watching television in a darkened room the iol remains implanted.